Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. Review of pump data on 9/26/2016 showed that the customer was overriding the bolus feature and delivering maximum bolus requests. During a follow-up call on 9/26/2016, the customer stated that it was possible that this occurred, and that the customer had no further issues with the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital on (B)(6) 2016 due to experiencing a low blood glucose (bg) level of 41 mg/dl. Before the paramedics arrived, the customer consumed a spoonful of sugar to address bg level. Reportedly, the customer's pump had delivered an unintended maximum bolus request of 20 units of insulin. While at the hospital, the customer was treated with intravenous (IV) fluid, and released on (B)(6) 2016, with the issue resolved, and no permanent damage to the customer. Additionally, since the customer was hospitalized, the customer has changed the maximum hourly bolus rate to 10 units of insulin. The customer was informed by tandem's customer technical support (cts) that a bolus will be delivered by the pump only if there is interaction with the pump by the user to deliver a bolus request or through interactions for a quick bolus. On (B)(6) 2016, the customer reported delivering an unintended maximum bolus of 10 units of insulin. Reportedly, the customer consumed 100 grams of carbohydrates to correct for the bolus. Cts confirmed via the pump history that a bolus request of 10 units had been delivered by the customer. During the time of the call, the customer's bg level was within target range. Recommendation was made by cts for the customer to upload pump data for further review of pump logs.